Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. The device remains implanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4)